Event description:
The customer reported that the vista system did not provide them with an expiry warning when they entered the as-3 (anticoagulant) to be used, which had an expiry of 09/30/2013. The patient information is not available at this time. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
Investigation: terumo bct's software analyst tested the vista software and determined that the vista software is working as designed and does show the expiry warning when expired supplies are used. Vista did provide the message, "at least one of the expiry dates on the supplies tab is either in the past or more than 10 years in the future". This customer routinely uses saline product that has expiry date more than 10 years in the future, so they always receive this message. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the last year of service history for this software at this account indicated no other reports related to this issue. An internal report shows the software has been in use with no further occurrences of the problem. Root cause: the software actually did flag as intended, but the alert was missed by the customer. The root cause of the problem was the operator ignoring a potential expired component alert because they routinely see this same alert due to saline set up in their system with expiration date set over 10 years in the future. Corrective action: this issue has been added to our internal software review system for review. The customer was advised that an immediate solution to the issue would be to enter an expiration date less than 10 years in the future for all components, so that the alert in question would only display for an expired component.

Event description:
The issue occurred during post-collection additive addition, and the product was not transfused, so there was no patient/donor involved. The donor center manager stated that they did not actually use expired additive solution. They mistakenly scanned the barcode of an expired additive bag, but actually used in-date materials.